Manufacturer narrative:
On 2019-may-20 arjo was informed about adverse event that took place almost a year ago, on (B)(6) 2018 at manor care facility in barberton, ohio. According to information provided, one caregiver with a support of one of arjo systems: active floor lift and sling, was getting the resident out of wheelchair either to the toilet or to change the garment. The leg straps were not applied during the transfer. As a consequence, resident slid out of the sling and sustained a humeral fracture in neck and shoulder area. After that incident, arjo service was called to inspect all of the arjo lifts at the facility. Service was performed and completed on 2018-jun-22 and the following repairs were made: replaced silent blocks, hand grip and battery and shipped knee pad. The incident regarding resident's fall was not reported to arjo representative at that time. When arjo has been notified about this incident, service records from this specific customer facility were reviewed. Comparing the incident description ("sit-to stand lift") with arjo fleet available at the customer, we have found that this specific complaint could occur with an involvement: - either sara 3000 with model number hea0002-us and serial number (B)(6), manufactured on 2014-aug-14 by arjohuntleigh polska, - or chorus with model number kkb5062-21us and serial number (B)(6), manufactured in september 2003 by arjo ltd. Med ab, wednesbury, UK (arjo predecessor). It was impossible to identify sling involved. Statistical analysis of the reportable events registered during the last 5 years revealed no trend related to the situation where the patient slip out of sling during transfer with sara 3000 or chorus active floor lifts. Arjo sara 3000 and chorus are standing and raising aids with similar design, intended to be used by patients who have some trunk stability, continuously attended by a trained caregiver. Based on the information shared by the customer facility, the resident slid out of sling when the caregiver was getting her out of the wheelchair for toileting or change of garment. It was indicated by the customer facility representative that the resident was not buckled in with the safety straps, what was the direct cause of the fall. Lower leg straps is accessory used to ensure that the lower parts of the resident's legs stay close to the knee support. According to sara 3000 instructions for use (IFU, version number kkx81010m-en rev. 9): "warning: an assessment must be made for each individual resident being raised by the sara 3000 -by a medically qualified person - as to whether the resident requires the lower leg straps when using the standing sling. Use if necessary, e.g. With unruly residents, residents with spasms, etc. That were assessed as suitable to be raised with the sara 3000.". Similar warning can be found in chorus operating instructions (kkx55440.gb issue 2): "assessment will have to be made whether the patient requires the lower leg straps, apply if necessary." Performing patient's transfer without leg straps buckled can influence patient's safety. However, based on product knowledge and review of previous complaints, patient's fall is possible only if the following additional factors occur: 1. The person's arms not placed outside of the sling. According to sara 3000 instructions for use and chorus operating instructions, before the transfer, the resident must hold on to the resident support grips with one or both hands and the caregiver shall make sure that the resident's arms are outside the sling. 2. The person not correctly evaluated for suitability. The sara 3000 IFU warns the user: "before attempting to use sara 3000, a full clinical assessment of the patient/resident condition and suitability must be carried out by a qualified person." Similar warning is included in the chorus operating instructions. In summary, device lower leg straps were not used at the time of the event what could have contributed to the event occurrence. Looking at the complaint description, arjo system did not perform as intended. It was being used for patient's transfer at that time and played a role in the reported event. Technical evaluation performed in june 2018 revealed some technical deficiency within the device. Due to a lapse of time and fact of being aware a year after the incident happened, we were not able to identify the correlation between these deficiencies and incident itself. When the instruction for use is followed and the professional assessment of the patient before the transfer is provided, there is very low possibility of any potentially risky situation to occur. The complaint was reported to competent authorities due to patient's fall related to arjo active floor lift and sustained serious injury.

Event description:
On 2019-may-20 arjo was informed about an event that took place on (B)(6) 2018, related to arjo sara 3000 or chorus active floor lift. When the resident was taken out of the wheelchair for toileting and change of garment, she slid out of the sling. According to provided information, the resident's legs were not buckled with the safety straps. As an outcome, the patient sustained a humeral fracture in neck and shoulder area.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). After event, arjo service was called for a maintenance check on all 5 lifts at the facility. The maintenance inspection was completed on 2018-06-22 and minor parts were replaced. Information about the event was not shared at that time. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about an event that took place on (B)(6) 2018 related to arjo sara 3000 or encore active floor lift. When the resident was taken out of the wheelchair for toileting and change of garment, she slid out of the sling. According to provided information, the resident's legs were not buckled with the safety straps. As an outcome, the patient sustained a humeral fracture in neck/shoulder area.